Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well as the test on global transmitter final functional tester was passed. Functional test, no failures related to complaint. Voltage testing was performed and the transmitter passed. Share log data review was performed, the reported loss of connection was confirmed during the log review. A root cause could not be determined.